Event description:
It was reported that the drive support cap is protruded. Customer has pushed the drive support cap back in. Insulin was getting pushed out without stopping. The blood glucose reading was 107 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.